Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h4 and h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: wiring boards (switch board) corroded. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure in the electrical system. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the subject device flickers with images occasionally. The issue occurred during preparation for use for a therapeutic laparoscopic procedure that was completed using the same set of equipment with no surgical delay. There were no reports of patient harm.

Manufacturer narrative:
E1 complete facility name: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.